Event description:
A user facility reported to olympus that an "e117" error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus. However, and evaluation has not been completed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information received from the initial reporter which confirmed the error code (e117) was discovered during preparation for use. The device was not used for the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to h8. The information included in h8 was inadvertently entered in error in the initial medwatch report. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found wear to the rubber foot. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code (e117) was due to a solid state drive (ssd) failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.